Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed superior vena cava defibrillation coil became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 305u225 tissue valve, implanted on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead had dislodged. During the ra lead extraction, the superior vena cava (svc) coil of the right ventricular (rv) lead became unraveled. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.